Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported there was a loss of therapy. The patient reported she was not feeling any stimulation and that this started a few days ago. It was not working. The patient saw a healthcare provider on (B)(6) 2017 and they took x-rays. The leads and everything were fine, it was just not working. The patient said she keeps her ins charged and had not increased any settings on her patient programmer. The patient synced with the patient programmer and it showed that stimulation was off. The patient connected with the recharger and said that the ins was really low and had 0 coupling boxes. The patient thought they charged it and it was full. The stimulation was off. The patient moved the recharger antenna and got 7 coupling boxes filled in. The patient was going to try charging the ins and then will call back for further troubleshooting once she has more charge in her stimulator. The patient called again and had her ins charged half way. She used her patient programmer to connect with the ins, but it needed new batteries. The patient would call back when she has new batteries in it. No further complications were reported/anticipated. The indication for implant was spinal pain.